Event description:
It was reported that tracks were seen on the patient's finger or ear.

Manufacturer narrative:
Attempts for the return of the sensor as well as additional information request have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor would be returned. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new information is obtained, a follow-up report will be submitted.